Event description:
It was reported that during a ptca treatment procedure, the maverick monorail balloon ruptured at 11 atms on the second inflation. (The number of atms reached on the initial inflation was 8 atms.) The lesion being treated was located in the lad coronary artery. The maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.